Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the women's pelvic mesh product ifus are found to be adequate based on past reviews.

Event description:
It was reported by the patient, that since the implant of the mesh on (B)(6) 2018, the right anchor of the mesh pulls. The patient noted that she's experienced urgency in urination, and is unable to control urination and often wets herself. Allegedly, she's experienced bleeding, constant fatigue, and constant pain through out her pelvis, groin and hips. She also alleged that she has difficulty walking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient, that since the implant of the mesh on (B)(6) 2018, the right anchor of the mesh pulls. The patient noted that she's experienced urgency in urination, and is unable to control urination and often wets herself. Allegedly, she's experienced bleeding, constant fatigue, and constant pain through out her pelvis, groin and hips. She also alleged that she has difficulty walking.